Event description:
The device was returned for an air compressor failure. Upon startup the compressor can be heard firing longer and more than usual before an alarm initiates. Functional testing was performed and the compressor was not able to pass recharge test. No additional damage was identified.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: invenix pump that has "system idle failure - insafestate1 : (details: stateflowsystemfault flowcontrolstatusfailure safetyprocessorstatusfailure)". There was no reports of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.